Manufacturer narrative:
As reported, about three years post-implant of the bard soft mesh, the patient, with a complicated medical/surgical history, was diagnosed with an enterocutaneous fistula and was treated with oral antibiotics. Approximately 2 months later the patient underwent an additional surgery during which the soft mesh was explanted. The clinician has assessed the patient¿s postoperative course as possibly related to the study device, definitely related to the procedure, however, based on the information provided, no conclusion can be made. Fistula formation is a known inherent risk of surgery. The adverse reactions section of the instructions-for-use, supplied with the device lists fistula as a possible complication. This MDR represents the adverse event of enterocutaneous fistula. Two additional mdrs were submitted to represent the adverse events of wound dehiscence and mesh infection. Mesh explanted.

Event description:
Reported per clinical trial (B)(4): (B)(6) 2017 - subject patient underwent an open multiple recurrent incisional midline hernia repair procedure. A bard sort mesh was implanted using sutures. The subject patient was discharged from the hospital on (B)(6) 2017. (B)(6) 2017 ¿ subject patient was diagnosed with wound dehiscence. Drainage noted and prescribed with antibiotics. (B)(6) 2017 ¿ necrosis noted, and staples were removed and started medication (santyl). (B)(6) 2017 ¿ some exposed mesh is noted, and wound vac placed. (B)(6) 2017 ¿ wound of 2.5 cm noted and wound vac stopped. Per the study clinician, the reported adverse event of wound dehiscence has been assessed as severe in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported as not recovered. (B)(6) 2020 ¿ subject patient was diagnosed with enterocutaneous fistula. Wound of 4 cm diameter with exposed mesh stained with succus vs. Fecal matter. Undermining circumferentially for 1cm and abdominal binder is used. Patient was prescribed with antibiotics due to skin breakdown. (B)(6) 2020 ¿ subject patient was diagnosed with colocutaneous fistula. Per the study clinician, the reported adverse event of enterocutaneous fistula has been assessed as severe in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported as recovered. (B)(6) 2020 ¿ subject patient was diagnosed with a mesh infection and surgical site infection. The patient underwent removal of infected mesh, repair of the enterocutaneous fistula, small bowel resection and incisional hernia repair. Patient was discharged to home on (B)(6) 2020. Per the study clinician, the reported adverse event of mesh infection has been assessed as severe, definitely related to the study device and definitely related to the index procedure. The outcome for this ae is reported as not recovered.